Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xt was deployed on the mitral valve, reducing the mr to a grade of 1. In (B)(6) 2024, on an unknown day, during a follow-up visit, an echocardiogram was performed and revealed that the previously implanted clip had partially detached from the anterior leaflet and remained fully attached to the posterior leaflet (partial clip movement) and was attached with some chordae, causing the mr to increase to a grade of 4. On (B)(6) 2024, an additional mitraclip procedure was performed, and two mitraclips were implanted, reducing the mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.